Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens, -1.5/+2.5/091 (sphere/cylinder/axis) tore during injection into the left (os) eye. There was patient contact with the lens but no patient injury. The lens was implanted and removed intraoperatively on (B)(6) 2021.